Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone that there was damage to pump in the vicinity of the reservoir. Customer says a piece cracked off pump at top where reservoir sits. Customer advised to discontinue use of pump. Pump will be replaced. Blood glucose not reported.